Event description:
It was reported that the device stopped working during a procedure and needed to be replaced by a back-up unit. The patient was not harmed but bringing in a re-placement for the device resulted in a delay of the procedure.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The unit is passing selftest. The log file has no codes that require unit repair. Code 110 is a normal selftest code. The unit has the new revision boards. The unit passes flow and pressure. Resolution or containment. No problem found. Firmware is at the current 2.03. All internal boards are at the current revision. Calibrated the flow sensors. Tested and checked the flow and pressure. Internal karl storz reference number: (B)(4).